Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. Visual examination of the provided x-ray image confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and had a periprosthetic fracture of a rt tka on (B)(6) 2010. The surgeon did a successful distal femur replacement on this patient on (B)(6) 2019. The surgeon called on sunday (B)(6) 2019 and told sales rep that the patient's poly had dislocated and he was not sure what happened. He had to do a revision to change the poly and put in a thicker one. After the surgeon did his initial incision, he said that patient's closure of the extensor mechanism did not hold up and had come loose. He was concerned that the patient may have pushed herself too fast or fell without telling him. He said that closure not holding is why the poly was about to come out. He removed the poly and hinge pin. He did an I&d and trialed using a 18mm instead of the 12mm that he had originally had put in. He opened the real implant and new hinge pin. He was very happy with the stability and began repairing the wound. Doi: (B)(6) 2019. Dor: (B)(6) 2019. Right knee.